Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, and redness, covering an unknown part of the skin. The reporter stated that the patient reacts with severe eczema with the glucose sensor patch and was not able to continue using the dexcom sensor due to this. It was stated that allergy investigations were done, but no specific results were reported. There was no treatment provided. There was no report of medical intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.